Event description:
It was reported to philips that the device's boot sequence was stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirm that the device boot stalling at 00:00. Upon troubleshooting rse found that system did not complete bootup and stucked at the 0 countdown. To resolve this issue, rse instructed customer to press the on button to reinitialize the flex vision pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.